Manufacturer narrative:
Date rec'd by MFR: 05sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
It was reported that when the unit was powered on, the screen is blank, an alarm sounds and the light emitting diode (led) flashes. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.